Event description:
User facility reported that after the device's inserter was removed from use, the needle would not fully engage into the safety mechanism. No needlestick or injury to user took place.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.